Event description:
The patient has a fractured hip stem. No revision at this time.

Manufacturer narrative:
Examination of the device is not possible, as it remains implanted. Device history records review is not possible as the product and lot code is not known. Patient x-rays have been provided that appear to confirm the reported fracture. The investigation is unable to determine the root cause with the information available. The investigation could not verify or identify any evidence of product error regarding the reported problem. Based on the investigation, the need for corrective action is not indicated.